Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection, cloudy drainage and stomachache. The cause of the events was unknown. It was reported six days after event onset, the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient remained hospitalized, and the outcome was reported as ¿feels better now¿. Four days after event onset, pd therapy was discontinued, and the patient was transferred to hemodialysis therapy. No additional information is available.